Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with case cracked behind the pump at the corner of the belt clip rails.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and crack on left bottom corner. Customer's blood glucose level was 150 mg/dl. Customer reported that insulin pump was exposed to moisture in past. Customer stated that insulin pump was exposed to moisture. Customer was advised to performed self test and it was passed. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.